Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 occurred during dwell two of four on the home choice (hc). The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the hp cycle power to clear the alarm. The tsr discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A review of all batch record documents was performed for lot number h14b19083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Companion samples were returned and evaluated. A visual inspection was performed and no issues were noted. Leak testing, clamp function testing and a clear passage testing did not reveal any issues. A simulated therapy was performed with the use of a homechoice device, but there were no problems identified. The returned companion samples met product specifications related to the reported event. Upon conclusion of the investigation the reported event could not be duplicated and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.